Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: aug 11, 2023 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The complaint lens was received cut in half. The lens was cleaned and presented with a tear where the haptic meets the lens and the haptic was missing. The complaint issue of haptic detached was not confirmed during product evaluation. The observed issue could not be confirmed to be related to the manufacturing or design process. As per complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. D6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. D6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. E1 - telephone number: (B)(6) h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (iol) , the doctor noticed that the lens was missing the trailing haptic. They think that this was a production error, because the haptic could not be found. The lens was cut-up and removed. Through follow-up we learned that another lens was implanted. No further information was provided.